Event description:
One touch ultra meter was set to the wrong unit of measurement. The reporter mentioned that they noticed the incorrect unit of measurement when they obtained a result such as 145 mg/dl. The reporter mentioned that the calibration code and date and time were lost and they have to reset the meter. The technical service representative confirmed that the meter actually entered the set up mode during the time of concern. The reporter mentioned that the they have contacted a health are professional and was advised to contact lfs. The pt did not allege harm. There is insufficient information to suggest that the pt experienced injury or medical intervention. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.